Event description:
It was reported that during a salpingoplasty procedure, according to the medical report, the device was broken, so it could not be used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The returned device had the balloon cut off of the shaft. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material. The devices are tested twice during production, first after tip assembly and again prior to packaging. There were no anomalies found after reviewing the work orders for these lot numbers. The lots passed all testing and all data recorded was within required specifications.